Event description:
During an unknown procedure, the device delivered an incomplete staple line with only 3 staples inside the anastomosis. The donut was stuck inside the device. The case was completed with another like device. There was no patient consequence.